Manufacturer narrative:
The device was not returned for analysis. Based on the received information, there was no reasonably suggestion that a malfunction or quality deficiency of the solitaire device occurred during the treatment procedure. There is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. However, the exact cause remains unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through a presented case study at the ¿failure analysis advisory council¿ conference in jackson hole, wy. The patient presented with right-sided numbness, nihss of 7, paresis and was last know well 2.5 hours. Tpa was given as the left pca was occluded. Flow imaging revealed the vertebral artery was larger on left, the right side appears stenotic in the right cervical segment. A 6fr 071 guide, no balloon guide big enough, used 3 max aspiration catheter, adapt technique. Post these maneuvers, the basilar artery was now occluded. The patient was not breathing. Mechanical thrombectomy was now attempted with a solitaire (no balloon guide) and synchro. The devices were dragged through vertebral artery, which was now spasming, pca still occluded. Post the intervention, there was infarct brainstem, cerebellum, bilateral occipital lobe. Patient survived, with mrs of 5, and now in nursing home. Interpretation and group discussion: small stroke became large stroke. Massive embolization of thrombus in large right vertebral artery. No balloon guide for vertebral. Harm was not designated as caused by solitaire by the presenter, however, overall procedure resulted in devastating stroke for patient.